Manufacturer narrative:
It was reported that the ventilator did not work. Identification of issue has been done by analyzing problem description and service report. According to the information provided by the technician, the repair of the device was rejected by the customer and there was no on-site visit by our technician. No more details have been provided regarding customer allegation - the customer will not provide more details or context of the issue or the caused of the it. The solution to the issue is unknown and is not possible to know which parts have been found defective. This record was decided to be reported based on available information, as the initial description might have underlying causes which represent a reportable event. There was no patient harm. The root cause to the reported issue has not been determined. H3 other text : 4117.

Event description:
It was reported that the ventilator did not work. There was no patient harm. Manufacturer's ref. #: (B)(4).